Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
.

Event description:
The affiliate reported: there was a shunt operation (82-3113) on the (B)(6) 2013. Afterwards the hcp tried to change shunt pressure setting several times but there was continuously over drainage, thus, the hcp decided a shunt revision. And there was the shunt revision operation (80-3162) on the (B)(6) 2014 and even though the hcp did shunt pressure setting changes several times, there was under drainage at this time continuously, so, the hcp decided another shunt revision. The second shunt revision (82-3100 will be used) is not yet been taken place. Unfortunately the hcp already discarded the defective shunt (82-3113) right after the revision. So, only the second shunt (80-3162) will be returned afterwards. (After use on patient) the patient has been hospitalized due to under drainage.